Manufacturer narrative:
Medical device lot #: 7010777. Medical device expiration date: 05/31/2018 . Device manufacture date: 01/10/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had erroneous results.

Manufacturer narrative:
PMA / 510(k)# is corrected to bk050036.